Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the (hip/buttocks), whilst the patient was exercising, causing the cannula to dislodge. It was also reported that the patient could smell insulin at the infusion site, indicating a leak, and that the cannula had appeared bent upwards. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. No bends or kinks were observed on the exposed soft cannula. The pod data showed an 0x6a alarm occurred, indicating that the pod was occluded during runtime, specifically not at the end of a bolus. The pod data showed no timeouts or drive stalls. The fluid had no issues traveling the complete fluid path and no leaks were observed. No damages or deficiencies were observed in the pod that would cause an occlusion or hazard alarm. No damages or deficiencies were observed that would prevent the pod from operating as intended. It could not be determined what caused the reported hazard alarm. The cause of the reported cannula dislodge event could not be determined. No problems were found regarding the reported bent/kinked and leaking during wear events.